Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were called due to a high blood glucose of 600 mg/dl. No further information was provided about the paramedics. The customers blood glucose at the time of the call was 364 mg/dl. The customer reported having battery issues. Troubleshooting was declined. The insulin pump will not return for analysis. Frn-reservoir.